Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the device is shutting down when running on battery. No patient involvement was reported.